Event description:
Customer reported via phone call that there is a keypad anomaly. The blood glucose reading is 405 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump had intermittent button response, due to corroded keypad traces. The insulin pump had minor scratches on the display window and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.